Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had not been detected on the bus. The field service engineer (fse) found that the thumb screws on the pyxibus connectors at the back of the communication sled had snapped off, causing the pyxibus cable to become unplugged. The fse removed the broken screws, replaced them, and plugged the tower pyxibus cable back in. The not detected error was cleared. The connection was tested by wiggling the cable to verify the firmness of the screw hold. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.